Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that they experienced high blood glucose level. Customer's blood glucose value was 32.1 mmol/l at the time of the incident. Mother reported that her daughter was swimming and the insulin pump started alarming. She said that there was a question mark on the screen and she tried inserting a brand new battery and it would not come up. Customer reports they received the open book image on the pump screen and back of the insulin pump was cracked. The customer was assisted with troubleshooting and declined for high blood glucose. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump be returned for analysis.

Manufacturer narrative:
After battery installation, the device powered up with an illegible white display due to signs of previous moisture presence and corrosion on electrical board especially around the battery connectors. Unable to perform the displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests due to the white display. Device received with a crack on the battery tube which starts at the corner of the belt clip rails and extends to the top where the battery threads are located. Also the middle (enter) keypad button is cracked.